Manufacturer narrative:
Concomitant medical products: concomitant therapies: omeprazole, nortriptyline, and mirtazapine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "delayed onset nodules" that are "rock hard" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: warnings- injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions- as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events- table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. Postmarket surveillance- juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported injecting a patient in the oral commissures, marionette lines, and lips with one syringe of juvéderm vollure¿ xc. Three months later, the patient presented with "delayed onset nodules" that are "rock hard" in the lips. The healthcare professional confirmed the marionette lines and oral commissures are experiencing no adverse events and the nodules do not have any "pain, tenderness, and they do not itch." The patient was treated with hylenex, oral antihistamine, cipro, and valtrex. Symptoms are ongoing. The allergan packaged needle was used and this was confirmed the initial use of the syringe.

Event description:
Additional information: the injector stated that the symptoms fully resolved in ¿the patient was in for a follow up and nodules were/had already resolved.¿